Manufacturer narrative:
Investigation results: the complaint that the needle could not be retracted was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a needle without the insyte autoguard IV catheter. What appeared to be blood was observed within the flash chamber. The needle remained fully extended from the shield. As the photo supports the complainant¿s description of the reported event, the complaint was confirmed; however, the root cause could not be determined without the physical sample. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. A trend was identified for needle retraction failure complaints and a CAPA was opened to address this issue. This complaint type and corrective action will continue to be monitored for effectiveness. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
E. Street address exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: complaint from (B)(6)hospital. The customer complained that the needle failed to retract after use. (B)(6) can you confirm is there any patient impacted? No impacts on the patient. Can you confirm that there are any serious injuries that occur to the patient? No injuries occur to the patient.